Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory that this lead was returned completely. There were no visual abnormalities noted that would confirm the allegation. Some test were not performed and final analysis stated that there were no observations that would led to dislodgement.

Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged which caused diaphragmatic stimulation. This was not resolved through reprogramming the device. The physician decided to explant the lead and replaced the lead with a new one. This lead is no longer in service and was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.